Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.